Event description:
Ett tube became dislodged from the patient. A nurse walked past the room and heard the ventilator alarming. The nurse replaced the tube. A (B)(6) male was brought to the hospital with shortness of breath. His oxygen saturation was in the 70's and bo's. He was diagnosed with covid pneumonia and intubated. To prevent the spread of covid 19 and to promote some privacy, his door was closed and the curtain was 90% closed. A nurse walked by the room and looked at the patient. Approximately 2 minutes later, another nurse walked by the room and heard the ventilator alarm. The nurse entered the room. The patient was swinging his arm. The ett tube was dislodged. The patient's oxygen saturation was in the 80's. The nurse replaced the tube. The patient became bradycardic and then pulseless. A code blue was called. Rosc was achieved. The patient's oxygen saturation returned to the high 80's and 90's. The patient passed away several hours later.